Event description:
In 2008, this pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis trunk-ipsilateral leg component, contralateral leg component and an aortic extender component. As reported, the pt had an angulated and ulcerated neck. During deployment of the trunk ipsilateral leg component, the device hit the right wall and flowered to the left landing in the ulcerated portion of the neck. The aortic extender component was deployed with the intention that it would follow the same line, but it deployed straight across, resulting in unintentionally covering the renal artery. The physician noted some flow through the renal artery and chose to wait and watch considering the pt had no renal deficiencies prior to the surgery and was in relatively good health. The contralateral leg component was deployed without incident. The pt was reportedly doing well post-operatively.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Please note attached list of add'l device implanted and involved in this event; aortic extender component (pxa280300/04797040) manufactured at site.